Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on correction: section d unique identifier (UDI) part analysis: the report of the device failure was confirmed during fse testing. According to work order 02075062, the fse examination revealed that the liquid had spilled into drawer 2.1 under tray a, corroding the drawer, and the tray. It also corroded the pocket connectors. Fse replaced the tray with new, along with a new row ribbon cable. After testing and found that tray a of drawer 2.2 was compromised with corrosion, primarily around pocket a1, which also had a corroded connector. Fse replaced the row ribbon cable for drawer 2.2. Hardware test application (hta) tests for this device or storage space performed, with no further issues observed. Additionally, fse noted that positions a5 and a6 for half height drawer 2.2 would not allow pockets to eject from the tray; however, this issue was declared to be repaired later in a separate work order. The laboratory inspection confirmed that both cubie tray assemblies have signs of fluid ingress and corrosion. While both ribbon rowboard cable assemblies had no signs of worn or scorched insulation, black marks, heat related discoloration, or exposed copper conductors and damage to any of the connectors. The laboratory testing was conducted on an esd protected surface using a calibrated digital multimeter (dmm), it was detected a break in continuity of conductors in both ribbon rowboard cable assemblies. No laboratory testing was required for both cubie tray assemblies; the damage is physical in nature. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the device failure was identified in the damaged cubie tray assemblies due to fluid ingress and corrosion, and the damaged conductors ribbon rowboard cable assemblies due to an internal break. Which can result in devices not detected on bus as customer reported.

Event description:
It was reported that while using a bd pyxis¿ medstation¿ es, the station had power failure and cubies was not accessible. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that, the device failure was due to fluid ingress causing corrosion in cubie tray assemblies and internal conductor breaks in ribbon rowboard cable assemblies, leading to device not detected on bus. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple pocket failures on half height drawer 2.1. A field service engineer (fse) discovered that a litter bag of saline had accidentally spilled into drawer 2.1, causing corrosion to the tray, drawer, and pocket connectors. The fse replaced the tray and row ribbon cable, then tested the drawer and found it functioning properly. Further inspection of drawer 2.2 revealed corrosion in tray a, especially around pocket a1. The fse advised the client to remove all affected pockets and replaced the row ribbon cable for drawer 2.2. All the drawers were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station had power failure and cubies was not accessible. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.